Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977d260, serial# (B)(4), implanted: (B)(6), explanted: (B)(6 ) product type: screening device. Product ID: 977d260, serial# (B)(4), implanted: (B)(6), explanted: (B)(6), product type: screening device.

Event description:
Information was received from a healthcare professional, via a manufacturer representative, regarding a trial patient. It was reported that the patient¿s stimulation trial began on (B)(6). The patient experienced a loss of function/movement to th eir legs bilaterally. There were no noted factors that may have contributed to the issue and a CT scan and physical exam were performed. Early the next morning, an evacuation of an epidural hematoma occurred, via a 3-level laminectomy; the trial leads were removed and discarded. Post-operatively, there was movement in one leg but minimal movement in the other leg. The issue was noted to be resolved at the time of the report. No further complications were reported/anticipated.